Manufacturer narrative:
(B)(4). Vision is not great. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report from a male consumer who experienced starbursts, halos, concentric rings around lights since implanted with a tenis multifocal zmb00u0145 intraocular lens (iol). The iol was implanted on (B)(6) 2014. When the patient initially contacted us it was about one week post-op. He stated his daytime vision was starting to improve. The patient contacted the manufacturer again on (B)(6) 2015. He stated there had not been any improvement in his visual symptoms. He can drive at night but the lights are distorted. There is distortion around any light source. He can use a computer but his vision is ''not great''. He had been to his doctor who told him everything was fine. At this time the iol remains implanted.

Manufacturer narrative:
Corrected data: the iol was implanted on (B)(6) 2014. If implanted, give date: (B)(6) 2014. All pertinent information available to abbott medical optics has been submitted.